Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: upon receipt in our quality analysis lab, visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device is to be performed at 0.5 l/min, however the device had little to no flow even when the pump was increased. The device was cut apart and the duck bill valve does not appear to have an opening. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was an issue with the aortic suction line, as it did not work at the end of the operation. The aortic suction line did not suck at the end of the operation. The suction was tested with water at the beginning of the intervention. After de-clamping of the aorta, the line was not aspirating. The customer tried vacuum in the water, but it did not work. At the time of de-clamping of the aorta, the air contained in the aorta had gone into the coronary arteries, and the patient fibrillated following the passage of air through the coronaries. Without further consequence, a connection of the aortic needle to the suction of the recuperator was made. The customer finished the circulation extra-corporelle (cec/extracorporeal circulation) with the same equipment and used another suction line. Medtronic received additional information that the blockage was on the depression valve, vrv 100. It was on line 2 of the custom tubing pack specification. The patient was on cardiopulmonary bypass (cpb) for 1 hour when the blockage occurred. It was 1 hour of the circulation extra-corporelle (cec) circuit. The priming solution used was ringer lactate. The patient had received a dose of heparin. The heparin levels were greater than 400 seconds. The suction line was tested before the start of the procedure successfully. It was not used during the procedure or when the customer needed it, there was no suction possible. There was no bubble detected. The purge line was opened.

Manufacturer narrative:
Correction h6 patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.